Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for thyrotropin (tsh) on an e602 analyzer. The sample initially resulted as approximately 60 miu/l and this value was reported outside of the laboratory to the physician. The approximately 60 miu/l value was also said to be reproducible. The physician did not trust the result as it did not fit with the patient's medication and asked for further analysis. The sample was sent to another laboratory where it was tested on a siemens analyzer, resulting as 1 miu/l. The 1 miu/l result was said to be well within the expected range for the patient since the patient was being treated with l-thyroxin. The patient was not adversely affected. The e602 analyzer serial number was (B)(4). A specific root cause could not be determined based on the provided information. A sample from the patient was provided for investigation, but there was not enough volume remaining for a complete analysis. Investigations of the sample detected a high molecular weight component. This component may have interacted with one of the immunological components of the tsh assay, thereby creating an increased amount of signals which resulted in a falsely elevated value. This limitation is covered in product labeling.